Event description:
Essure device was implanted on (B)(6) 2013 and I have had problems since that progressively got worse and required surgery on (B)(6) 2019 the essure coils were removed. The problems occurred were migraines, weight gain, positive ana, had to see a rheumatologist, made aware I am a high risk of getting lupus, heavy painful periods, painful ovulation, cyst, was told by obgyn in (B)(6) 2018 I am ata high risk for fibroids, my uterus is very bumpy, high blood pressure.